Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. The bolt fractured at the root diameter of the third thread from the head and the fractured tip was not returned. Fracture occurred due to a right-handed tightening force. The material analysis report concluded that the fracture was consistent with the application of an overload in torsion in the right handed direction. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the fracture occurred with the application of an overload in torsion. No material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
It was reported that while doing a revision of the left hip of a non- stryker product, upon tightening bolt on restoration modular cone body, the bolt broke. Part of it is affixed to the implant and the broken part of the bolt will be returned.

Event description:
It was reported that while doing a revision of the left hip of a non- stryker product, upon tightening bolt on restoration modular cone body, the bolt broke. Part of it is affixed to the implant and the broken part of the bolt will be returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.